Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including shock testing, energy testing, resistance testing, off-current testing and impedance testing without duplicating the report. The error was cleared from the log after testing and did not reoccur. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.